Event description:
Us customer contacted cepheid to discuss discrepant results after having modules replaced due to contamination issues. Three patients from the same facility had discrepant results but due to recent issues, customer is concerned that all samples tested since modules were replaced (7) have resulted positive. All samples that tested positive have been from asymptomatic patients being screened for travel. All 3 samples tested using xpert xpress cov-2/flu/rsv plus all from the same lot. Patient 1 sample was collected on (B)(6) 2022 and tested using the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This result was reported out. Patient 1 was also tested on (B)(6) 2022 using mesa accula dock sars-cov-2 test which resulted negative. This test does not produce a report. It was not explicitly stated that this was a new sample, but ts found that this test has a proprietary buffer that samples are put into directly after being taken, so this was likely a new sample but unknown what kind of sample it was. This result was reported out. Patient 2 sample was collected on (B)(6) 2022 and tested using the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This result was reported out. Patient 2 was also tested on (B)(6) 2022 using mesa accula dock sars-cov-2 test which resulted negative. This test does not produce a report. It was not explicitly stated that this was a new sample, but ts found that this test has a proprietary buffer that samples are put into directly after being taken, so this was likely a new sample but unknown what kind of sample it was. This result was reported out. Patient 3 sample was collected on (B)(6) 2022 and tested using the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This result was reported out. Patient 3 was also tested on (B)(6) 2022 using mesa accula dock sars-cov-2 test which resulted negative. This test does not produce a report. It was not explicitly stated that this was a new sample, but ts found that this test has a proprietary buffer that samples are put into directly after being taken, so this was likely a new sample but unknown what kind of sample it was. This result was reported out. The customer states samples are collected and tested within about 5 minutes as the machine is in the same room; samples are inverted to mix before using the included pipette to add sample to cartridge.

Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results after having modules replaced due to contamination issues. Three patients from the same facility had discrepant results but due to recent issues, customer is concerned that all samples tested since modules were replaced (7) have resulted positive. All samples that tested positive have been from asymptomatic patients being screened for travel. All 3 samples tested using xpert xpress cov-2/flu/rsv plus all from the same lot. Patient 1 sample was collected on (B)(6) 2022 and tested using the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This result was reported out. Patient 1 was also tested on (B)(6) 2022 using mesa accula dock sars-cov-2 test which resulted negative. This test does not produce a report. It was not explicitly stated that this was a new sample, but ts found that this test has a proprietary buffer that samples are put into directly after being taken, so this was likely a new sample but unknown what kind of sample it was. This result was reported out. Patient 2 sample was collected on (B)(6) 2022 and tested using the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This result was reported out. Patient 2 was also tested on (B)(6) 2022 using mesa accula dock sars-cov-2 test which resulted negative. This test does not produce a report. It was not explicitly stated that this was a new sample, but ts found that this test has a proprietary buffer that samples are put into directly after being taken, so this was likely a new sample but unknown what kind of sample it was. This result was reported out. Patient 3 sample was collected on (B)(6) 2022 and tested using the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This result was reported out. Patient 3 was also tested on (B)(6)2022 using mesa accula dock sars-cov-2 test which resulted negative. This test does not produce a report. It was not explicitly stated that this was a new sample, but ts found that this test has a proprietary buffer that samples are put into directly after being taken, so this was likely a new sample but unknown what kind of sample it was. This result was reported out. The customer states samples are collected and tested within about 5 minutes as the machine is in the same room; samples are inverted to mix before using the included pipette to add sample to cartridge. Review of the customer data did not indicate any evidence of malfunction. The likely root cause was targets near limit of detection or cut off. No patient harm reported. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; ""positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status.""note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.